Manufacturer narrative:
Related manufacturer's reference number: MFR# 2916596-2020-03834 - previous percutaneous lead repair for short to shield in (B)(6) 2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a previous percutaneous lead repair for short to shield in (B)(6) 2020. A review of the log files revealed a pump stop on (B)(6) 2022 from 22:24 to 22:27. Speed drops were as low as 0 rpm. These issues only appear to have occurred while the pump was connected to the mobile power unit (mpu). The patient presented to the hospital cyanotic and unresponsive and with a pump stop. It was unclear if the pump stop occurred while on batteries or wall power. It was observed that there was no obvious trauma to the external silicone of the driveline. The patient was in the intensive care unit (ICU) on an ungrounded cable and the pump appeared to be functioning normally. X-rays of the driveline were provided. The x-rays did not show any area of damage and were unremarkable. The patient was scheduled for a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported alarms and pump stop event were confirmed through the analysis of the submitted log file. Although the evaluation of heartmate ii lvas, serial number (B)(6), did not confirm an issue that would have contributed to the reported events, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from 23dec2022 through 30dec2022. A low speed event and pump stop were captured on 29dec2022, while the patient was connected to the mpu. No other notable events or alarms were captured. (B)(6) was returned assembled with the driveline (dl) severed approximately 8 from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft bend relief hardware. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The driveline segment returned with (B)(6), was tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the driveline wires revealed no obvious signs of damage to the wire insulation or the underlying conductors that would have contributed to the reported events. The driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage that would have contributed to the reported events. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient underwent a pump exchange on (B)(6) 2023 due to a suspected short to shield. There were no further pump stops reported.